Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. Based upon the investigative results, the cause was presumed to be foreign materials such as body fluid, residues from used chemical agents clogged in the nozzle due to inappropriate reprocessing after previous procedures. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function. Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU. Warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw [air/water] channel cleaning adapter after each patient procedure. The IFU further states: manually cleaning the endoscope and accessories: clean the external surfaces of the insertion section: while immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges. Take the insertion section out of the detergent solution and confirm that no debris remains on all external surfaces, particularly the air/water nozzle opening and the objective lens on the distal end. Flush the air/water channel with detergent solution. Remove detergent solution from all channels. Presoaking the endoscope: if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported suction channel leakage and air /water channel blockage. The issue found at preparation for use. There is no patient involvement on this event. Device evaluation found nozzle has foreign objects. This report is being submitted for foreign objects found on the device nozzle.

Manufacturer narrative:
Device inspection found (aw) air/water channel clogged, damage was also observed. Due to damage, water tightness is lost. Due to clogging of aw-tube, water removal ability does not meet the standard value. No water or air and amount of water contact does not meet the standard value. Due to clogging of j-tube (jet tube), water cannot be supplied. The customer reported issue was confirmed. Furthermore, nozzle was found loose and presence of foreign material was observed. In addition, the following defects were observed upon inspection. - objective lens has a chip, scratch light guide lens has a chip and scratch, - lg-cover glass has a dent - c cover dent and dirty, has scratch - adhesive on a-rubber is detached, has clotting protein. - connecting tube is sticky, scratch, has wrinkle, discoloration - grip has a dent - s-cylinder is shaved - control unit is dirty - sw1, sw4 has a scratch - protector of universal cord on control section side has a scratch, has chip - video cable has a scratch - video connector case has a scratch - electrical contact of video connector has a scratch - due to wear of angle wire, the play of u/d / r/l knob is out of the standard value - due to wear of angle wire, bending angle in up/down/left/right direction does not meet the standard value - due to deformation, u/d knob does not move smoothly - due to wear of angle wire, the neutral position of angle knob is out of the specified position - due to a chip on objective lens, the image has dark area partially - lg-bundle has breakage, sw fpc is sticky due to water leakage, sw cable is sticky due to water leakage investigation is ongoing. This report will be supplemented accordingly following